Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer reported that the insulin pump also experienced an unexpected restart alarm followed by a battery out limit alert. Customer's blood glucose reading was 306 mg/dl. Customer reported that the issue remained unresolved after multiple infusion set and reservoir changes. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm or battery out limit and unexpected restart error test due to blank display.